Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her battery cannot seem to keep a charge. The patient reported that she was no longer able to charge the battery and therapy was off. The patient reported that the last time she was able to successfully charge was (B)(6) 2018. The patient reported that she had difficulty getting it to charge and then once she¿d get it charged she would have difficulty keeping it charged. The patient wasn¿t sure specifically what was contributing to these problems with charging. The patient also reported that she didn¿t use the ins all the time and would only use it at certain times of the day. The patient believed she was not using it so often that it would cause the battery to rapidly deplete. The patient reported that she had an appointment on (B)(6) 2018. No further complications were reported.

Event description:
Additional information was received from the patient. Per pt, the device hasn't worked for over a year. She needs a rep to reprogram it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device is still implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that for over a year, the patient had not been able to get communication between the ins and the external devices (recharger and programmer), and hadn't had the ins on for over a year. No symptoms were reported. Troubleshooting could not be performed at the time of the call because the patient's equipment was not with them, and they were having trouble with their vision and needed to take their eye medications before they could do troubleshooting. It was noted the patient was going to call back to troubleshoot at a later time. No further complications were reported or anticipated.